Event description:
The manufacturer was contacted in reference to ds2adv auto CPAP device. There was no report of patient harm or injury. The device was returned to third party service center. During the evaluation, the device was visually inspected and found pca burned and display contaminated. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.